Manufacturer narrative:
¿The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. The reported device was manufactured and distributed by (B)(4) and implanted before stryker became the legal manufacturer. On april 1, 2015 stryker became the legal manufacturer of the star system and has taken the responsibility for the medical device reporting.¿ device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by saint alphonsus regional medical center, USA. The title of this report is ¿radiographic outcomes of a mobile-bearing total ankle replacement¿ which is associated with the stryker ¿scandinavian total ankle replacement (star)¿ system. The article can be found with pubmed ID 25970784. Within that publication, post-operative complications/ adverse events were reported, which allegedly occurred from july 1998 to april 2007. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, 23 complaints were initiated retrospectively for the post-operative complications mentioned in the report. This product inquiry addresses revision surgery (triple arthrodesis) without component revision. The report states: ¿an additional 3 patients (3.8%) required 1 of the following secondary procedures without component revision: a talonavicular fusion, open reduction and internal fixation of a medial malleolar stress fracture, and a triple arthrodesis.¿